Event description:
During a laparoscopically assisted vaginal hysterectomy procedure, the instrument would not open. The surgeon applied another instrument to complete the procedure. The hosp has reported no pt injury.